Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the customer the control printed circuit (pc) board, the monitoring pc board, the expiratory channel pc board, the inspiratory and the expiratory pressure sensor pc board were replaced. The boards that were replaced by the customer were not sent back for investigation. Since the ventilator still didn¿t pass pre-use check our field service engineer (fse) investigated the ventilator and the main back-plain pc board was replaced and returned for investigation. In our visual inspection of the main back-plain pc board a contamination on the pc board was found. Our conclusion is that the contamination was caused by a liquid spill on the main back-plain pc board. It is plausible that the liquid spill was the cause of the customer¿s measures to change all above boards, which led to a temporary short circuit and generated technical errors and failure of the pre-use check. The device was manufactured in 2010 and has an ingress protection degree due to applicable requirements at that time. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).